Event description:
The customer reported that the nurse found that the tubing set separated and leaked at the silicone pumping segment during an infusion. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report that the tubing separated and leaked at the silicone pumping segment was confirmed. During visual inspection it was observed that the silicone segment was completely separated from the upper fitment. The expected retainer ring for the upper fitment and silicone segment connection was received. No crush marks were observed on the upper fitment. Further inspection showed o-ring indentations on the silicone segment. The separated silicone was manually reassembled and fully reseated by hand. Functional testing and pressure testing showed no anomalies. The root cause of the customer's report was not identified.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the nurse found that the tubing set separated and leaked at the silicone pumping segment during an infusion. There was no report of patient harm.